Manufacturer narrative:
Additional information: it was reported that 34 cm of the vein was treated. There were no challenges or deviation in relation to location of catheter tip prior to initial delivery of adhesive and the catheter was 5cm caudal to the saphenous femoral junction. Compression of the great saphenous vein was performed. Patient condition has improved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal occluding device to treat the great saphenous vein (gsv). IFU was followed. Guide wire was used for the insertion of the catheter. It was reported that two months after the procedure, the patient had discomfort and a granuloma-like lesion at the puncture point and drained the adhesive. A small incision in the skin and drainage of the port of the glue (near the puncture point). There was no further injury reported.

Manufacturer narrative:
Image review: three images were received for evaluation. Per the images, patient had granular infection and redness was observed at the treated sites. The granular was removed from the patient. The reported event occurred post procedure examination. If information is provided in the future, a supplemental report will be issued.